Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, the unsure properly inserted cannula as well as the bent cannula, or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated and bent, while wearing it on the leg. For treatment, the patient gave a correction bolus. The pod's adhesive was folded in the front.